Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
The vascular access site was sealed with the angio-seal sts plus device. The access site was noted to be high. The patient complained of back pain and required a surgical consultation. Compartment syndrome and retroperitoneal bleeding later developed. The patient expired on (B)(6) 2015.